Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was showing communication error b30. The malfunction occurred during inspection for use and there were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The image was back to normal after replacing a circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely an electronic issue led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.